Event description:
It was reported that the ventilator was turned on and when attempting to change the ventilator from the adult to pediatric mode, the respiratory therapist felt as if they received an electric shock. The pt that was on the ventilator was switched to another ventilator as a precaution. No pt or user injury.